Manufacturer narrative:
Blocks a2, b2 (outcomes attrib to adv event), b5, and h11 have been updated based on the additional information received on july 22, 2025. Additionally, blocks d1 has been corrected. Block b3 date of event: the exact event onset date is unknown. The provided event date of may 18, 2015, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: dr. (B)(6). Block h6: the imdrf patient codes capture the reportable events of: patient code e2328 captures the reportable event of bladder neck obstruction. Patient code e1002 captures the reportable event of abdominal pain. Patient code e020202 captures the reportable event of major depression. Patient code e0206 captures the reportable event of physical pain and mental anguish. The imdrf impact code capture the reportable event of: impact code f12 captures the reportable event of the patient had filed a legal claim for the personal injuries related to the device impact code f1905 captures the reportable event of revision procedure.

Event description:
It was reported that the patient had a lynx device implanted during a procedure and has since experienced complications, including abdominal pain, bladder neck obstruction, mixed incontinence and major depression. Additionally, the patient claims that she has suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device. Due to bladder neck obstruction and a history of suburethral sling placement, the patient underwent sling revision on (B)(6) 2022. An inverted u-shaped vaginal incision was made to access the surgical field. The urethral complex was identified and exposed. Intraoperatively, the previously placed sling was found to be partially transected, resulting in kinking of the bladder neck. The sling was excised bilaterally through the retropubic space, effectively releasing the urethra. The vaginal wall was then closed using absorbable sutures. Cystoscopy was performed via the urethra, confirming no evidence of bladder or urethral injury. The patient was discharged home in stable condition with appropriate medications and follow-up instructions.

Manufacturer narrative:
Additional information: block b7. Block b3 date of event: the exact event onset date is unknown. The provided event date of may 18, 2015, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: dr. (B)(6). Block h6: the imdrf patient codes capture the reportable events of: patient code e2328 captures the reportable event of bladder neck obstruction. Patient code e1002 captures the reportable event of abdominal pain. Patient code e020202 captures the reportable event of major depression. Patient code e0206 captures the reportable event of physical pain and mental anguish. The imdrf impact codes capture the reportable event of: impact code f12 captures the reportable event of the patient had filed a legal claim for the personal injuries related to the device. Impact code f1905 captures the reportable event of revision procedure.

Event description:
It was reported that the patient had an obtryx device implanted during a procedure and has since experienced complications, including abdominal pain, bladder neck obstruction, mixed incontinence and major depression. Additionally, the patient claims that she has suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device. Due to bladder neck obstruction and a history of suburethral sling placement, the patient underwent sling revision on (B)(6) 2022. An inverted u-shaped vaginal incision was made to access the surgical field. The urethral complex was identified and exposed. Intraoperatively, the previously placed sling was found to be partially transected, resulting in kinking of the bladder neck. The sling was excised bilaterally through the retropubic space, effectively releasing the urethra. The vaginal wall was then closed using absorbable sutures. Cystoscopy was performed via the urethra, confirming no evidence of bladder or urethral injury. The patient was discharged home in stable condition with appropriate medications and follow-up instructions.

Event description:
It was reported that the patient had an obtryx device implanted during a procedure and has since experienced complications, including abdominal pain, bladder neck obstruction, mixed incontinence and major depression. Additionally, the patient claims that she has suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of may 18, 2015, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: dr.(B)(6). Block h6: the imdrf patient codes capture the reportable events of: patient code e2328 captures the reportable event of bladder neck obstruction. Patient code e1002 captures the reportable event of abdominal pain. Patient code e020202 captures the reportable event of major depression. Patient code e0206 captures the reportable event of physical pain and mental anguish. The imdrf impact code capture the reportable event of: impact code f12 captures the reportable event of the patient had filed a legal claim for the personal injuries related to the device.